Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer due to reported diagnosis as bacterial. (B) (4).

Event description:
An eyecare practioner reported that an experienced soft contact lens wearer, with a pre-existing history of neovascularization, presented with severe redness, watery discharge & moderate pain, left eye, after one night extended wear. Diagnosis of bacterial corneal ulcer, located peripheral cornea (outside the visual axis), mild staining, no infiltrates, no anterior chamber reaction and no effect on visual acuity. The treatment consisted of a topical antibiotic to be administered 3 times per day, then tapered. No scarring is expected. Event resolving (no staining at last visit). Instructed to wear glasses for next 2 weeks and then can resume lens wear on a daily wear basis only and to return as needed. No further info has been provided.